Event description:
A customer reported a malfunction with their pump after it had been exposed to heat, and the malfunction could not be reset. There was no reported adverse impact to the customer's blood glucose level. The customer switched to using multiple daily injections and a backup pump for insulin delivery.